Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's pocket was revised. A small loop of the coiled lead was causing tenting of the skin near the device pocket and the pocket revision was done to correct that issue. The pacemaker remains in service. No additional adverse patient effects were reported.